Event description:
Device report from synths (B)(4) reports an event in (B)(6) as follows: in (B)(6), two (2) connecting screws bent during insertion of the dynamic hip screw (dhs). The tip slightly bent while in the screw, after initially turning without any problems. Upon inserting the screw, the k-wire was able to be pushed in; however, when trying to remove the connecting screw, the surgeon was unable due to the screw thread of the connecting screw being bent. When the dhs did not work, the k-wire was pushed forward instead of gliding through instrument. The surgery was delayed for an undisclosed amount of time. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information unknown. Device was not reportedly implanted / explanted. (B)(6). Device is not distributed in the united states. Subject device has been received and is currently in the evaluation process. DHR review ¿ no ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation investigation was performed: the investigation has shown that the threaded tips of both connecting screws are bent as complained. The review of the production history revealed that these instruments were manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. In addition it is confirmed that the connecting screws are function checked per 100% before they leave the manufacturing facility and they were found to be functioning within parameters and with the gauge. Based on these findings we have to assume that high applied mechanical force during use caused the deformation. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.